Event description:
Physician implanted one endeavor resolute drug-eluting stent (2.75mm x 30mm) successfully to the lcx and then attempted to implant one endeavor resolute drug-eluting stent (2.25mm x 30mm) to a calcified lesion of the lad with 85-90% stenosis with vessel tortuosity. Resistance was encountered at the lesion and the stent moved from the device before the lesion, the physician inflated the stent to 12 atm. The device has been inspected prior to use with no issues noted. Another endeavor resolute drug-eluting stent (2.75mm x 30mm) was then implanted in the distal of the lesion. No clinical sequelae were reported. Evaluation summary: the stent was not returned with the device. There was no evidence of damage to the distal tip of the catheter. There were faint crimp impressions evident on the balloon. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology) ¿ 85-90% stenosis, calcification and tortuosity. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 85-90% stenosis, calcification and tortuosity. Inherent risk of procedure ¿ (stent deformation). (B)(4).